Event description:
A malfunction was reported on the pump without any notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information, assisted the caller in resetting the pump, and confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the malfunction code reappeared, which the caller understood.